Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left colectomy procedure, when the surgeon tried to fire the device, they were able to push the green button but the handle could not be squeeze and the device could not be fired.. The surgeon then used another device reload to resolve the issue in order to complete the case. There was no patient injury.